Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch #325c90. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The ledge of the lockout showed no indentations. The device was tested for functionality with a test reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 325c90, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when closing the jaw of the contour curved stapler, resistance was noticed during closing, which culminated in the lever breaking and the jaw not closing, making it impossible to use, making it necessary to open a new device to continue the procedure.